Event description:
It wa reported that the patient was experiencing pain around the implant site and down the lower limbs and back. The patient was sent to emergency room and was put on medication. The patient will undergo explant procedure. Additional information was received that the patient will no longer undergo an explant procedure.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It wa reported that the patient was experiencing pain around the implant site and down the lower limbs and back. The patient was sent to emergency room and was put on medication. The patient will undergo explant procedure.